Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), no communication pump to transmitter, lost sensor alarm. The customer reported blood glucose value of 500 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The sensor is not connected to the pump and the pump is cracked. Document treatment for high bg: pump. The event involved product(s) mmt-1880, mmt-7020la, mmt-7911na, mmt-213a, mmt-332a. Troubleshooting was performed. Customer does not feel ok to troubleshoot. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported a loss of communication between the transmitter and the pump. No further patient complications were reported. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-7020la. No product return is required for mmt-7911na. No product return is required for mmt-213a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit was downloaded successfully using thump software. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and self test. Unit was programmed with test transmitter link (link 3 gl3). The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. Mg/dl were successfully transfer and display the calibrate your sensor alarm properly after completion of the warmup. A calibration value was manually entered, and unit display the programmed value properly on the display graph. No transmitter anomalies were noted. Pump pair device feature connection is working properly. Unit was cut open and performed a visual inspection of electronic assembly, connectors and motor assembly. Per visual inspection, no moisture damage was noted and unit was tested successfully. P-cap locked in place properly during testing. Unit received with cracked case, scratched case, battery tube threads - cracked and cracked case (battery tube). In conclusion, customer allegations for no communication between pump and transmitter were not confirmed. Cosmetic damage was confirmed at the battery compartment during visual inspection when cracked case, cracked battery tube case and cracked battery tube threads were noted. Unable to confirm high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.